Event description:
It was reported that when the patient came in for a routine x-ray follow up, an insulation abrasion was observed. The lead remained implanted and the patient was fine.

Manufacturer narrative:
(B)(4).